Event description:
It was reported that during a pulse field ablation procedure, a faradrive steerable sheath was selected for use. During the procedure, it was reported that a notable amount of air compared to what was usually seen by the reporter was observed when drawing backflow blood. The sheath was replaced, and procedure was completed without patient complications. The sheath is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.